Event description:
Hcp reports patient presented in 2006 with signs of infection, including fever, redness, swelling, drainage, and incisional wound opening. Perioperative antibiotics were administed and the patient does not have meningitis. The site of the infection was at the device pocket. Results of cultures obtained from the device pocket revealed mssa as the causative organism. Both IV and oral antibiotics were administed and total device system explant was performed after one month implant duration. The product has not been received by the manufacturer for analysis at the time of this report. Hcp reports post-op wound or skin contamination as a possibly contributing factor to the reported event; sutures were prematurely removed by patient/pcp. The infection has reportedly resolved.